Event description:
An intubated patient was transported to MRI and the patient was connected to a pneupac parapac medic 200d ventilator (MRI compatible). After the patient was placed in the MRI scanner, the respiratory therapist noticed that the patient's saturations were dropping. The respiratory therapist entered the scanning room to troubleshoot and the patient became bradycardic and there was no chest rise. The patient's face was blue. The therapist began bagging the patient, moved him out of the scanner and switched him over to the transport monitor. The patient's heart rate showed as irregular in the 90's, sats in the low 90's, blood pressure 120/60. Patient's coloring was better. There was no adverse outcome for the patient.respiratory therapy follow up: the circuit on the parapac vent was assembled incorrectly preventing patient ventilation. Equipment design is such that both transposed tubings have 22mm diameters allowing for incorrect assembly. The procedure step for final set-up for use (pre-use check) was not completed / validated as operating correctly. The respiratory therapist set up the device for use and indicated that the lighting in the MRI room is poor which compromised visualization. The parapac vent's alarm system (battery operated) was not noted to alarm during this situation.biomedical engineering received the parapac ventilator and noted that the circuit was assembled incorrectly. The technician tested the unit with the circuit assembled correctly and the vent worked properly with no problems noted. The vent alarmed appropriately. The technician reassembled the circuit as was set-up in the occurrence (incorrectly) and the unit did not deliver breaths, but the pressure was sufficient within the circuit so that no alarms were triggered. The technician shared the information and demonstrated the event and the findings to the respiratory therapy leadership. This information and a demonstration were presented at the respiratory therapy department's monthly staff meeting.